Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10832r13, implanted: (B)(6) 2001, product type catheter; product ID 8711, lot # j10832r13, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient was admitted to the hospital upon her return home form having the pump replaced on (B)(6). The patient was admitted for pain control and possible withdrawal. The patient had pain in her back. During the pump replacement, the catheter was cut and reconnected. The catheter was dripping clear fluid during the repair and appropriate calculations were made based on the amount of catheter removed during the procedure. The pump was primed on the back table at 0.3 milliliters over 19 minutes. It was noted diagnostic testing would be performed in the future. The pump was being used to deliver morphine. The patient was placed on a duragesic patch and was scheduled for a follow-up appointment on (B)(6). Additional information received reported the pump replacement was due to the elective replacement indicator (eri). There was no patient injury and the patient recovered without sequelae. It was reported the pump replacement was on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
Corrected information: the following information initially reported in this manufacturer¿s report was later determined to belong to manufacturer¿s report # 3004209178-2014-04825: [it was reported the patient was admitted to the hospital upon her return home form having the pump replaced on (B)(6). The patient was admitted for pain control and possible withdrawal. The patient had pain in her back..........the patient was placed on a duragesic patch and was scheduled for a follow-up appointment on (B)(6).]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.